Event description:
It was reported that sheath visible air/ bubbles occurred. It was reported that a faradrive sheath was selected for an ablation to treat an atrial fibrillation (afib). During procedure, the sheath was introduced into the left atrium (la) without difficulty. The la was mapped with a non-boston scientific catheter without issues. When the farawave catheter was placed up to the clear sheath, bubbles were observed in the side port and no matter how much aspiration was done, more bubbles continued to be seen. Sheath was replaced and procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.